Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five adhesive event as the tape was not sticking and infusion set fell off during use on 21-jun-2024. Patient wasted 5 infusion sets in less than a week. Patient confirmed to be totally out of extended infusion set. No further information was available.

Manufacturer narrative:
Initial and final MDR 1925870 - MDR 8021545-2024-02770 - device 5 of 5. E1: patient city: (B)(6). Patient country: united states.